Event description:
Reporting status: malfunction. Reporting rationale: a separated guide wire has caused or contributed to pt injury previously. Device issue: guide wire separation. It was reported that the guide wire separated at the hypotube when the guide wire was being advanced through the guiding catheter. The separation happened before the bleedback control valve. There was no medical intervention required as this occurred outside the pt's anatomy. No additional event or pt info is available.

Manufacturer narrative:
Results: quality engineering was unable to perform an eval at the time of this report. Results and conclusions will be forwarded upon investigation completion. Eval summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast on the tip coils. There was a bend in the tip, 3 mm proximal to the tip ball. The core was separated at the proximal end of the hypotube. There was a small piece of core still attached to the proximal end of the hypotube. The material at the separation was jagged. There was no other damage noted to the guide wire. The tip of the guide wire was tugged on to confirm that the core and shaping ribbon were intact. This product will be sent to the lab for further analysis.